Event description:
It was reported that a crutch broke below the hand grip and the user fell fracturing his right arm. It is unknown if the user received medical attention. Should additional relevant information become available, a supplemental report will be submitted.